Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2003.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited high rate due to oversensing/artifact. The rv lead remains in use. No patient complications have been reported as a result of this event.